Event description:
It was reported that a malfunction alarm occurred on the pump. There was no adverse impact to the customer's blood glucose level. Tandem technical support advised the customer to replace the pump, but the customer chose to reset it instead and was provided with pump reset information. After the reset, the malfunction code did not recur, allowing the customer to continue using the pump.